Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was implanted and explanted in 2007 due to regurgitation. Follow-up with the surgeon's office indicated that the status of the device is unknown.